Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required full sync. A technical support specialist (tss) reviewed the data sync logs and identified warnings related to client statistics updates. Permission was received to bring the station down and proceed with a backup and full sync. The initial backup failed due to insufficient database space caused by a full primary filegroup. The database was shrunk and logs were cleared, after which the backup was completed successfully. Full sync was performed and completed without issues. The station sync issue was resolved, the customer was notified and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pt1-cv5 patients were not appearing on the device, and there had been no activity recorded since (B)(6) 2026 at 19:31:12. The system indicated that it was syncing; however, the device does not display as disconnected on the pyxis screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.